Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was an issue with this lead for about one year. The patient had an underlying rhythm at that time, until more recently when the rv noise was oversensed and caused pacing inhibition with 2-3 second pauses. The patients meds were changed, and the patient was dizzy, with no syncope. Per rep, they were unsure of what caused the patient symptoms. Because the patient was more rv pacer dependent, and the md felt the patient could benefit more from crtd therapy, they capped the lead and replaced system with crtd for patient. Per rep, no damage noted to lead via fluoroscopy. No other patient symptoms or issues per rep.